Event description:
According to the reporter, during procedure, the needle popped off the suture at the time of running closure. Another product was used and the same thing happened. Third product was used to complete the case without any issue. There was no patient injury noted during this event.